Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Data analysis confirmed the low voltage fault. Technical services (ts) noted the battery voltage recently began dropping and could possibly be related to an internal electrical short of the battery. As a result, device replacement was recommended. This ICD device was explanted and replaced with a new device. No additional adverse patient effects were reported. This device is expected to be returned for investigation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. Review of the device memory confirmed that a low voltage alert was recorded. Detailed battery analysis determined that a latent current leakage path had occurred within the battery itself, resulting in a partial depletion of the battery. This behavior is caused by a latent electrical leakage path that develops over time between the anode and cathode within the device battery. In certain circumstances, lithium metal ions can re-plate to form clusters that may result in an internal current leakage.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Data analysis confirmed the low voltage fault. Technical services (ts) noted the battery voltage recently began dropping and could possibly be related to an internal electrical short of the battery. As a result, device replacement was recommended. This ICD device was explanted and replaced with a new device. No additional adverse patient effects were reported. The device is expected to be returned for investigation.